Event description:
An ob nurse was starting a pitocin drip of 3ml/hr using the bbraun's outlook 100 IV pump. The nurse primed the tubing and placed the cassette in the pump. After closing the door, the nurse pressed "enter" to start the delivery and immediately received a "bag empty alarm." The nurse placed the pump on "hold," verified the pump settings and then visualized the bag and IV line. The nurse recognized that the fluid in the drip chamber just below the bag was dripping in a free-flow manner. The pt experienced severe contractions and nausea with slowing fetal heart rate to approx 60 bpm. The nurse quickly clamped the IV line and administered to the pt's needs. Upon investigation by risk management, pharmacy and biomedical services the root cause of the free-flow was identified as being a missing guide pin located inside the pump door where the IV cassette/tubing are inserted. The middle guide pin was missing which allowed the cassette to swivel in an up/down motion which allowed the cassette to be misloaded in such a way that it was not fully engaged. Since the free-flow protection was not fully engaged free-flow was possible. Staff were made aware of the potential that other IV pumps might be missing guide pins by providing a mass educational blitz that included photos of a pump with all three guide pins and one with a missing guide pin. Clinical staff have now found a total of 10 pumps that are missing the middle guide pin. These pumps are being sent to braun for evaluation and repair. Event abated after use stopped or dose reduced? Yes.